Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has a scs sys which includes two leads from the same lot number. It was reported the pt was experiencing intermittent stimulation. The intermittent stimulation is not positional. Lead diagnostics revealed multiple invalid impedances. Reprogramming was able to provide coverage, however; surgical intervention is pending to address the issue.